Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the drag nut under knob was worn and knob turned freely on the roller pump. As a result, an alternate device was employed, as the pump still functioned correctly. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (psr) will be making the necessary repairs.